Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. Her blood glucose was 435mg/dl at the time of reporting. It was discovered during troubleshooting that the cannula of her infusion set was bent. No equipment is being returned. No additional information was reported.